Event description:
Customer reported system intermittently will not recall images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and the generator control board.